Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
The device was prepped as per IFU with nothing significant noted. The device was introduced into the pt and blood started flowing from a hole in the side port at the bottom of the tubing which is attached onto the hemostatic valve. The decision was taken to deploy the device as quickly as possible in order for us to be able to replace the leaking side port with a new sheath and regain hemostasis. As the device had to be completely deployed it meant there was no fixation on the ipsi-lateral stump (distal trigger wire) when it came to introducting the contra-lateral limb extension. When the contra-lateral limb was inserted, it caused the main body to push up and concertina slightly. The device before this was 95mm from proximal fabric edge to distal contra-lateral limb stump after the contra limb was inserted it was roughly 80mm. At the end of the procedure, there was a type 1a endoleak which may have been due to the main body concertinaing. Pt lost over 1000cc's of blood which resulted in the pt having to be given blood. The main issue was the leaking side port which will be sent back for inspection.